Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 0.6 mmol/l. The customer reported hypoglycemia treated with glucagon, hospitalization: overnight stay, emergency medical services; loss of consciousness, convulsion, clonic treated with hospitalization: overnight stay. The event involved product(s) mmt-1885. Troubleshooting was performed and the confirmed that the pump was over delivering by the reason was unknown. The customer received assistance with programming pump. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08755 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 21-sep-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 21-sep-2024 listed on smartsolve. Dailytotalcollectionstarttime: 09/21/2024 00:00:00.000. Dailytotalofallinsulindelivered: 112000 (11.2 u). Dailytotalofbasalinsulindelivered: 109750 (10.975 u). Dailytotalofbolusinsulindelivered: 2250 (0.225 u). 09/21/2024 00:05:35.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 2250 (0.225 u). Bolusamountdelivered: 2250 (0.225 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 21-sep-2024 in the formatted history file. Lostsensor1alert (780) was found on: 09/16/2024 12:24:00.000, 09/20/2024 19:02:00.000, 09/21/2024 07:36:00.000, 09/21/2024 07:46:00.000. Lostsensor2alert (781) was found on: 09/16/2024 12:44:00.000, 09/20/2024 19:20:00.000, 09/20/2024 19:30:00.000, 09/21/2024 08:10:00.000, 09/21/2024 08:20:00.000. Sensorsignalnotfound (796) was found on: 09/21/2024 08:54:00.000, 09/21/2024 09:04:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.